Manufacturer narrative:
Initial and final MDR (B)(4) -device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of kinked cannula on (B)(6) 2025. The infusion set was in use for 24 hours. Patient noticed symtpoms within three hours of insertion. The site of location was abdomen. High blood glucose (600 mg/dl) was addressed using intravenous fluids of saline and insulin. Patient was released on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.